Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier fingerprint scanner was intermittently not working. The customer confirmed that restarting the machine temporarily resolved the issue before it stopped working again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner was not working. The field service engineer (fse) ran a shim update file to install the latest drivers and verified that all cables were securely connected. The fse then ran bio-ID diagnostics and confirmed that the fingerprint scanner functioned correctly in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.